Event description:
It was reported that during an angioplasty treatment procedure, a balloon partially detached. The target lesion was located in the upper arm. During use of a 10-8/5.8/75 ultra thin balloon catheter the balloon partially sheared off of the shaft. All of the device material was accounted for and nothing remained inside the patient's anatomy. The procedure outcome is unspecified. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, a balloon partially detached. The target lesion was located in the upper arm. During use of a 10-8/5.8/75 ultra thin balloon catheter the balloon partially sheared off of the shaft. All of the device material was accounted for and nothing remained inside the patient's anatomy. The procedure outcome is unspecified. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device noted that the shaft was broken and was returned with a 7 french sheath. The distal portion of the device with the balloon attached was detached from the shaft and within the introducer sheath. Approximately 15mm of the distal portion of the device was exiting the distal end of the sheath. The distal portion of the device with the balloon attached was removed from the sheath, and it was noted that the balloon material was not correctly wrapped. The shaft break occurred at the proximal end of the proximal balloon sleeve. Severe stretching of the shaft was noted at the break site. The balloon material was inflated by inserting a syringe into the inflation lumen and injecting water. The balloon material inflated. No tears or leaks were noted in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).